Manufacturer narrative:
One infusion pump was received for evaluation. All labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it was confirmed that it was recorded that a "no disposable" alarm had occurred after the start of operation from (B)(6) 2021. In addition, it confirmed a record of repeated power on / off, which is thought to be related to the alarm reported on (B)(6) 2021. A function test of the device was completed and was unable to duplicate the reported issue. As a preventative measure the downstream sensor was replaced, and the upstream sensor was recalibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the customer had been using the pump with no problem since the morning of (B)(6). However, just after 20:00, a "no disposable, clamp tubing" alarm sounded. So they changed the pump to another one, and after that, administration of medical fluid was successfully completed. No patient injury was reported.